Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "patient has biofilm on the mesh". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional, through company representative, reported of the left side device: "patient has biofilm on the mesh". The device remains implanted.